Event description:
On (B)(6) 2013, the patient was treated for a ruptured aortic aneurysm. It was reported that during the procedure a 12 fr dilator was inadvertently used with a 18 fr gore dryseal sheath, and the gap between the sheath and dilator caused a tear in the vasculature (location unk) and blood loss (amount unk). No sequelae has been reported. Further info was requested.

Manufacturer narrative:
The lot/serial number is unk. A review of the mfg records for the device could not be completed. Further info was requested.